Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The product sample consisted of a cut silicone extension tube and clamp with a blue adapter assembled. Visual inspection was performed and a pinhole was found on the silicone extension tube. The product was tested prior to use. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. Exercise caution when using sharp instruments near the catheter. The catheter tubing can tear when subjected to nicks, excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. Clamping the catheter repeatedly in the same spot could weaken the tubing. It can be concluded that the tubing extension was more likely damaged during use. The most probable root cause can be due to the use of sharp objects or repeated clamping in the same spot. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection during production, which would identify this kind of issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer stated that the nurse found during dialysis, leakage from the silicon extension. Blood leakage occurred two to three days after the catheterization. The product was tested prior to use. The catheter was pulled and replaced with new one. The patient is in hospital for recovery.

Manufacturer narrative:
Submit date: 12/02/2014. An investigation is currently underway. Upon completion, the results will be forwarded.